Manufacturer narrative:
The initial MDR 2432235-2017-00159 was filed on march 3, 2017. Additional information (04/13/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the service performed by the customer service engineer (cse). The instrument no longer showed discordant results and the customer's quality control was in range after the cse performed decontamination. The cause of the discordant, (B)(6), rubella and (B)(6) antibodies results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the tubing had fallen off of valve v87. The cse replaced the valve and re-installed the tubing. The cse replaced the wash 1 straw. The cse replaced wash1 pinch valve. The cse replaced wash1 retrofit printed circuit board. The cse checked for bleach contamination, dispense and aspirate probe operation, resulting within specifications. The cse verified the acid/base dispense. The cse found luminometer errors. The cse cleared jammed cuvettes. The cse ran wetwash 1, wet water and dry diagnostic tests, resulting with contamination. Siemens is investigating the event.

Event description:
Discordant, (B)(6), rubella and (B)(6) antibodies results were obtained on six patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same advia centaur xp instrument, resulting (B)(6). The repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) surface antigen, rubella and (B)(6) antibodies results.